Manufacturer narrative:
The insulin pump was received with unexpected restart error alarm after battery change and reset time/date due to voltage leak on interface board. The insulin pump passed self test and no unexpected error alarm noted during testing. The insulin pump had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received unexpected restart alarm and external ram error alarms. The customer's blood glucose was 108 mg/dl at the time of incident. The customer stated that they had to reset the time and date after changing the battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.